Event description:
It was reported that the 9800 would not fluoro, but could recall images. It was also reported that a display overheating message happened at the end of the day. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Investigation identified the need to replace x-ray cooling fan cover. Also replaced the 5v power supply. The system was tested and found to be working as intended. Returned to service.